Manufacturer narrative:
(B)(4): information not available, device not returned for analysis.should the information be provided later, a supplemental medwatch will be sent.the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a rectosigmoidectomy laparoscopically procedure, the device didn't staple during its use. The product only cut the tissue. The surgeon made the suture manually. There were no adverse consequences for the patient. Device discarded.